Event description:
Event description cpi received information that a implantable programmable generator (ipg) will be explanted due to end of life. The explant was put off due to a lesions near the explant sight. Further information sighted a battery anomaly.